Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpectedly displayed a blue screen during a procedure. The technical support specialist applied knowledge article (B)(4). - medapplication not launching automatically, station at blue screen to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a blue screen during a procedure. The customer stated that there was no impact to patient care and the issue was resolved by performing a device reboot. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced after rebooting the device. Applied knowledge article 000011541 - medapplication not launching automatically; station at blue screen. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a blue screen during a procedure. The customer stated that there was no impact to patient care and the issue was resolved by performing a device reboot. There were no adverse events or injuries reported based on this event.